Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was adjusting to insulin pump therapy and has had unstable numbers. The patient's blood glucose was 42 mg/dl last night and reached a high of 288 mg/dl this morning. She just started pump therapy and will adjust her settings soon. No products were shipped or returned.